Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was detached, bent and blackened. Additionally, the device was tested with test guidewire and it advanced through the device as intended. No other issues with the device were noted. According to the product analysis, the cutting wire of the returned device was detached, bent and blackened. The failure found could had been generated by a peak of voltage if it exceeded the maximum or if the wire was not in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the papilla during an endoscopic papillary sphincterotomy procedure. This event has been deemed reportable based on the investigation results: cutting wire detached. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.